Event description:
This event was reported as pannus, shortness of breath, cardiomegaly, hepatomegaly, fatigue and dilation. No further info provided.

Manufacturer narrative:
2203 = host tissue overgrowth, stenosis. H3: examination of the valve in co's laboratory revealed extensive host tissue overgrowth had encroached onto each cusp which resulted in stenosis of the effective orifice area, disruptions in the free margin of the right-coronary cusp, convoluted leaflets and incomplete coaptation. Calcification was noted throughout each cusp, contributing to stenosis of the valve and further disruptions, including detachment of the right and noncoronary cusps. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Stent distortion was noted and appeared artifactual of explant. Fracture of the wireform was noted, incidentally, adjacent to the crimp. The occurrence of fracture of the wireform is very low in our valves. Based on our experience, wireforms usually have been fractured for some time prior to reoperation without affecting the function of the valve. The burnishing noted at this site indicates the fracture was not recent and concurs with our prior experience. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would account for the symptoms noted clinically. This valve was MFR prior to our current specifications for inspection of the wireform. Over the years, edwards cvs div. Has incorporated several improvements in the MFR of the eligiloy used for wireform production. H6: 86 = x-ray analysis.